Manufacturer narrative:
(B)(4) the actual device was not available; however, a companion sample was received for evaluation. Visual inspection, functional testing, clear passage testing, and leak testing were all performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood bag spike had its spike detach from the rubber septum. There was no patient involvement. No additional information is available.